Event description:
During an atrioventricular nodal reentrant procedure, an amber light was noted on the amplifier which caused a procedure delay. After more than 10 amplifier reboots, the light turned green. Additionally, distortion was noted on electrode two of both ablation catheters used during the procedure. The procedure was successfully completed despite this issue with no adverse patient consequences.

Manufacturer narrative:
One ensite x amplifier was received for evaluation. Visual inspection revealed the front ports, rear ports, and chassis were free of physical damage. For evaluation purposes port 3 and port 4 small form-factor pluggable (sfp) were exchanged. The amplifier was powered on and the amplifier booted to a solid green led status. This indicated the amplifier passed the power-on-self-test (post) and successfully communicated with the test computer (solid green), although the tracker had three warning messages for over current against slot 3 which confirmed the reported event.. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. The field reported event was not able to be duplicated, however on first power-up there was an overcurrent post symptom to slot 3. Based on the information provided to abbott and the investigation performed, the reported event was able to be confirmed, and the root cause was attributed to the cardiamp in slot 3.